Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf), the patient experienced effusion that was treated with pericardiocentesis. The report indicated that after the procedure, a pericardial effusion was noticed. The intracardiac echocardiography (ice) catheter was rotated and noticed the effusion. The injury was visually confirmed on ice. Pericardiocentesis was performed on the patient, and the last known status of the patient was stable. At the time of reporting, it is unknown what caused the injury. Prior to the event, it was noted that the distal tip of the vizigo sheath rippled backwards while in the body. The sheath was removed from the body and the dilator was moved back and forth without resolution. The vizigo sheath was replaced, and the issue resolved. The procedure was continued. It was noted that the sheath was not related to the event, and the vizigo sheath and the stsf catheter were in use during the procedure.

Manufacturer narrative:
The report indicated that after an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf), the patient experienced effusion that was treated with pericardiocentesis. The report indicated that after the procedure, a pericardial effusion was noticed. The intracardiac echocardiography (ice) catheter was rotated and noticed the effusion. The injury was visually confirmed on ice. Pericardiocentesis was performed on the patient, and the last known status of the patient was stable. At the time of reporting, it is unknown what caused the injury. Prior to the event, it was noted that the distal tip of the vizigo sheath rippled backwards while in the body. The sheath was removed from the body and the dilator was moved back and forth without resolution. The vizigo sheath was replaced, and the issue resolved. The procedure was continued. It was noted that the sheath was not related to the event, and the vizigo sheath and the stsf catheter were in use during the procedure. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation on 26-may-2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31556588l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).